Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
No product details came with the complaint. There is a contact number that came in with the complaint but I could not leave a message because it is a business. The voicemail is not private. Cl from: product complaints <productcomplaints@bd.com> sent: wednesday, january 1, 2025 2:45 am to: productcomplaints <productcomplaints@embecta.com> subject: case (B)(4). Bd nano second generation pin needles. Some of the needles defective. Not able to use them. No product comes out.